Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 134 mg/dl. Reportedly, the customer reached out to a health care provider to obtain an alternate method for insulin therapy.